Manufacturer narrative:
The suction irrigator instrument was analyzed and found to have a dislodged snake wrist at the distal end. Additionally, the instrument was found to have a broken snake wrist cable at the distal end. The complaint regarding unable to remove instrument from cannula because tip was broken was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, customer was unable to remove the suction irrigator instrument out of the trocar. Customer had to pull the whole trocar out of the patient abdomen to get it out because the tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the suction irrigator instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.